Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker delivered 11 atrial tachy response (atr) episodes but only two were recorded on the logbook. In addition, it was mentioned that over the last months the battery longevity time has decreased from two years to less than six months remaining. Technical services (ts) was consulted and upon data review discussed with the health care professional (hcp) the possibility that the wrong time and date settings were selected during the resynchronization of the device. Ts instructed the hcp to restart the logbook and recommended normal device follow up and monitoring. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received, ts discussed that the device has exceeded longevity expectation. This pacemaker remains in service. No adverse patient effects were reported. This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Based on a thorough review of the reported complaint, the conclusion code unable to exclude device problem was assigned. Additional information was received; this pacemaker was explanted and replaced and has not been returned for analysis. No additional adverse patient effects were reported.